Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this external motor drive's movement was blocked.the use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic received additional information that the flow to the patient was not affected. A hand crank was not required to maintain flow. Device evaluation summary: the reported issue that this external motor drive's movement was blocked was not verified during service. The service technician could not reproduce the issue. As part of service, the cover magnet was replaced. Preventive maintenance was performed per specifications. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information d.4 unique identifier (UDI) #: this field was updated. Correction d3 MFR name, street 1, street 2 and postal code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received information that prior to use of an external motor drive instrument, it was reported that the unit's movement was blocked. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Additional info h6: updated the annex d code additional info. B3: event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.